Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent an explant procedure wherein only the ipg was removed. It was noted that the lead and the cords were left in the patients back. No further information could be obtained.